Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Mother of the patient states pixels defective in the lower right of the display. No adverse event reported. A request was made for the return of the device.